Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2022, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and three gore® excluder® aaa endoprostheses. During the procedure, the right hypogastric artery was inadvertently covered. The physician decided to monitor the situation, and the patient tolerated the procedure. The physician covered the artery because he didn't notice one of the markers on the graft during the procedure, resulting in incorrect placement.